Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient underwent an MRI and is not reportedly experiencing lack of magnet retention. The recipient reportedly experienced pain during the MRI. The recipient is currently unable to wear the processor.

Manufacturer narrative:
Additional information section: d6b. Advanced bionics considers the investigation into this reportable event as closed. A CT scan showed a reversal of the internal magnet. The clinic reversed the poles of the external magnet. Surgery to reposition the magnet will not be performed. The recipient is using the device successfully. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.